Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection found that the sponge was inside of the foil pouch but outside of the minicap, confirming the reported problem. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge came out of a mini-cap with povidone iodine. This occurred before patient use. There was no patient involvement. No additional information is available.